Event description:
It was reported that the ilet pump display alternated between low-battery warnings, a locked white circle icon, and powering off, consistent with premature battery discharge in the battery component, and a replacement device was arranged after troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.